Event description:
It was reported that although the programmer booted up fine, when a device interrogation was begun it developed a "hard" failure and generated an error message. It was further noted that it was suspected that the radio frequency head had an issue as well (not further defined). Both the programmer and the head were returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): programmer will interrogate some devices correctly and will display an error with other devices. Missing handle on programmer. Keyboard has a damaged connector. (B)(4) lens on rf (radio frequency) head upper case is broken. Rf head uplink functional tests are out of specification; the rf head cable is out of electrical specification.